Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information and to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5.

Event description:
Additional information was received on 11 jan 2024: the procedure being performed prior to use of the angio-seal device was cerebral angiography intervention. A 6 french sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. An angiography was performed. There was difficulty in insertion, the sheath that comes with the product could not be put in. Hemostasis achieved by replacing the device with a new one. The estimated blood loss was less than 250cc's. The patient was in stable condition.

Manufacturer narrative:
A4: weight: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the assembly of the sheath, the device entered the blood vessel. The blood outlet could not bleed and could not be sent deep. The estimated blood loss was less than 250cc's. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.